Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged screen guard. This condition had the potential to interrupt delivery. This condition was found in the ER. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged screen guard was confirmed during product evaluation. The root cause of this condition was not identified. The front bezel was replaced as a precaution for this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.